Manufacturer narrative:
Other applicable components are : product ID 3889-33, lot# va1nr72, implanted: (B)(6) 2018, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator (ins) was too low and the patient was sitting on it. The ins was repositioned higher on the patient's buttock. It was noted that the issue was resolved at the time of the report. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was no cause for the ins being too low. The rep reported that the patient was just not happy with the placement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.